Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the user interface monitor was blank and found during start up on avea ventilator. The customer confirmed that there is no patient involvement associated with ther reported event.